Event description:
A report was received involving pro osteon implant 500 granules used to repair a fracture of the left proximal tibia. The pt subsequently developed an infection and the hardware and pro osteon were removed.